Event description:
It was reported that during a surgical procedure at the user facility that the housing of the device opened. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis in progress.

Event description:
It was reported that during a surgical procedure at the user facility that the housing of the device opened and the delrin ball was not viewed. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.